Event description:
It was reported that in the gsicu after advancing the guide wire into the raulerson syringe, the physician held the guide wire in place and remove needle and syringe. The physician then performed a skin nick to enlarge the puncture site, and threaded the tip of the dilator over the guide wire. The dilator would not advance smoothly, and after it was withdrawn, the tim was found deformed. As a result, a new kit was opened. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Another product issue occurred with the second kit that was opened and used on this pt. That event has been reproted under MDR #1036844-2015-00179.